Manufacturer narrative:
The console was field service at the user's facility. The console was inspected, and it was found that the console would turn off when the fiber was connected. The low voltage power supply (lvps) was replaced. Then, the console's voltage was tested and measures where within acceptable range. The optical bench was checked, and it was noticed that channels 1 and 2 had small traces of dust. Cleaning was performed on channels 1 and 2, as well as on the debris shield. After performing replacement of the lvps, cleaning channels 1 and 2, and debris shield, the issue was resolved. As result, the console was within specifications and functioning as intended. Therefore, the reported event was confirmed.

Event description:
It was reported that during preparation, the console was tripping/shutting down when a fiber was connected. The console was restarted but the issue persisted. The procedure was cancelled. Patient was under general anesthesia. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Event description:
It was reported that during preparation; the console was tripping/shutting down when a fiber was connected. The console was restarted but the issue persisted. The procedure was cancelled. Patient was under general anesthesia. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.